Manufacturer narrative:
The customer reported that the system encountered a non-conforming fluidics function during a procedure. The customer attempted to resolve the reported non-conformity by changing handpieces but was unsuccessful. The surgery was completed with an alternate system. There was no patient harm reported. The company service representative examined the system and the event reported could not be replicated. The system was then tested and met all product specifications. The system was manufactured on december 8, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the fluidics on a system did not work. They exchanged the handpiece and had the same issue. The system was exchanged to complete the case. There was no patient harm.